Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information regarding the use of an everflo oxygen concentrator. There is an allegation that a patient burned his face and hand while smoking with the oxygen therapy. There was no report of device malfunction. There is a report that the patient was hospitalized. Medical intervention was not specified. The manufacturer currently does not have any patient information or device information. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 10/07/2024 and section h11 should be reported as: the manufacturer received information regarding the use of an everflo oxygen concentrator. There is an allegation that a patient burned his face and hand while smoking with the oxygen therapy. There was no report of device malfunction. There is a report that the patient was hospitalized. Medical intervention was not specified. The manufacturer currently does not have any patient information or device information. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h was updated in this report.